Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the pacing capture threshold in the rv (right ventricle).

Event description:
It was reported that the right ventricular (rv) lead threshold changed depending on if it was measured at 60 beats per minute or 90 beats per minute. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 5592 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.